Event description:
It was reported that pump malfunction occurred, but no further event details or blood glucose values were provided. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or replacement arrangements were described, and no additional information was received regarding the outcome of the event.